Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the therapy had been running about 24 hours and now the arctic sun device was alarming error 78 (non recoverable system error). Mss walked through powering the device off and back on. The error returned immediately. Mss advised they will need to locate another device and send this one to biomed for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. As the reported event is unconfirmed DHR review is not required. As the reported event is unconfirmed the labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or pro.cedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the therapy had been running about 24 hours and now the arctic sun device was alarming error 78 (non-recoverable system error). Mss walked through powering the device off and back on. The error returned immediately. Mss advised they will need to locate another device and send this one to biomed for evaluation. Per sample evaluation results received on 23nov2022, it was reported that the control panel had two nicks on the left side of the touchscreen and two scratches on the right side, which were due to use of the device, but the control panel functions properly. It was also stated that during the functional check, low or no flow was observed, so the flow meter was replaced. It was noted that the device was primed to fill. Per clarification email received on 05dec2022,it was stated that the control panel was functioning properly, but there were 2 nicks on the left side and 2 scratches on the right side.